Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. An event history log review revealed that the device had presented a system error 2005. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown system error alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. It is unknown if the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report one of two.